Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side ¿water leaked around valve¿ via rga. Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side deflation. Healthcare professional, additionally reported, ¿water leaked around valve¿ via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-valve leak and or damage: a delamination total of the valve (adhesive failure). Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, in the inside of the device. No further actions are required, as the device was implanted.